Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced difficulty pairing a freestyle libre 3+ sensor with the ilet bionic pancreas, received a "connect cgm or enter bg" alert, and dosing stopped alert; after troubleshooting and education the sensor showed the sensor paired and warming up, and the user was guided through pairing steps for future use. The user experienced a blood glucose peak of 185 mg/dl with no associated clinical symptoms. Outcomes included a temporary interruption of automated dosing that required manual blood glucose entry and continued therapy thereafter with no long-term health impact. User support included guided troubleshooting, verification of cgm pairing status in the device menu, confirmation of sensor warmup, and user education on correct pairing workflow. Investigation of this case revealed no device malfunction, with the event attributable to expected behavior during cgm warmup and loss of cgm data prompting a safety alert to enter bg or connect cgm. It was concluded, based on previously established findings for similar reports, that user interaction and a delayed start of a new sensor precipitated the safety alert.